Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump did not delivery 22 units of insulin when the customer was priming the insulin pump. In the alarm history a low reservoir alarm was found. His blood glucose level was 556 mg/dl. The device was not returned.